Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. The valve actuation test passed. The system air leak test passed. The simulated treatment post-ast (accelerated stress test) 2 hour 15 minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler and claimed that there was a fluid leak. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed they had fluid leak. The leak was discovered in the morning, after treatment had been canceled; treatment had been canceled the night before. It is unknown at which point in therapy the leak may have begun. The amount of fluid that leaked was several ounces. The cause of the leak was unknown. The location of the leak was unknown. The cycler alarmed with patient line blocked prior to the leak being observed. The patient was not able to complete treatment on the night of the reported event. There are no symptoms as a result of the incomplete treatment. A new cycler was issued to the patient. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler and claimed that there was a fluid leak. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed they had fluid leak. The leak was discovered in the morning, after treatment had been canceled; treatment had been canceled the night before. It is unknown at which point in therapy the leak may have begun. The amount of fluid that leaked was several ounces. The cause of the leak was unknown. The location of the leak was unknown. The cycler alarmed with patient line blocked prior to the leak being observed. The patient was not able to complete treatment on the night of the reported event. There are no symptoms as a result of the incomplete treatment. A new cycler was issued to the patient. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.